Event description:
This rv lead was implanted on (B)(6) 2018, and remains implanted at this time. In a call to technical services on (B)(6) 2018, this rv lead exhibited variable shock impedance measurements up to greater than 125 ohms. Programming and troubleshooting options were discussed. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).